Manufacturer narrative:
Additional information: cec adjudicated death as cardiac. Safety comment was also updated to cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated death as a non-cardiac death and commented "patient had a very large aaa (abdominal aortic aneurysm), chf (congestive heart failure) and possibly st (stent thrombosis)". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient has a cec identified stent thrombosis, event date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: during index procedure,one resolute onyx drug-eluting stent was implanted in the 2nd diagonal graft, during a later procedure a second resolute onyx drug-eluting stent was implanted in the 2nd diagonal graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx drug-eluting stents were implanted in the 2nd diagonal graft. During another procedure a second resolute onyx des was implanted in the target vessel 2nd diagonal graft. Approximately 24 months post procedure, patient death was reported. Cause of death is unknown. The investigator and sponsor assessed event is not related to device or anti-platelet medication.